Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture (loc) at max output. No additional adverse patient effects were reported.